Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m55 lead implanted on (B)(6) 2015; 5076-45 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks following implant, the patient experienced a pocket infection. Antibiotic treatment was administered and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.